Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user's caregiver requested a replacement ilet pump due to repeated insulin cartridge breakage, stating that the insulin cartridge had cracked on three occasions over six months and fragments were removed with tweezers, while the pump continued to function. Symptoms included reports of blood glucose levels in the 300 mg/dl range. Outcomes included no reported hospitalization, medical intervention, or device replacement at the time of the report. Investigation included attempts to obtain photos of the damage, a review of use conditions by discussing the supply change process, and outreach to perform a supply test to confirm insulin delivery. Investigation of this case revealed that the cartridge component was reported as cracked, with the device still delivering insulin, and no confirmation of delivery issues due to the inability to complete the supply test. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information.